Event description:
It was reported that insulin pump malfunctioned during the night causing customer to become unconscious and paramedics were called. Customer was hospitalized on january 10, 2015 with blood glucose of 27 mg/dl. Customer was hospitalized due to low blood glucose. It was reported that basal setting were programmed incorrectly. Assistance was provided in reprogramming basal settings. Customer was advised to speak with healthcare professional regarding program settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.